Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 200mcg/ml at 262.8mcg/day via an implantable pump. The indications for use were intractable spasticity and stroke. On (B)(4) 2019 it was reported a motor stall was seen at initial interrogation. The patient did recently have an MRI and it was unknown if the MRI was done due to a problem with the device or therapy. Per the reporter, the patient had an MRI on (B)(6) 2019 and did not notify the managing healthcare provider. The reporter confirmed the pump had entered telemetry state and the healthcare provider read the pump yesterday (B)(6) 2019. The reporter confirmed that the pump was in telemetry state. It was reviewed to re-interrogate the pump with logs and integration resulted in a recovery. The reporter stated that they saw a recovery. No patient symptoms and no further complications were reported or anticipated.